Manufacturer narrative:
Dc bead lumi was reported to have been used in the treatment of this patient for hepatocellular carcinoma. The equivalent product is lc bead lumi is available in the USA and is indicated for the treatment of hypervascular tumors and arteriovenous malformations (avms). Btg medical assessment: tumour rupture that lead to death, no other information available at this time. These are adverse events, that are severe (grade na), serious and expected. At this time no information is available to confirm or deny the alleged event. Tumour rupture (vessel or lesion rupture and haemorrhage) and death are known adverse events associated with tace procedures and is listed in the IFU/risk management documentation. The batch number for the device was not provided, therefore a review of batch records could not be performed. No corrective/preventative action has been identified. Follow up information has been requested but as yet, has not been received, should we receive the batch number a device history review will be performed and any relevant findings will be sent in a follow up report. At this time this report is considered final.

Event description:
Patient enrolled on iis study iis study (B)(6). Investigator reported: patient treated with dc bead lumi m1. Patient died after the first session (21 days post) by rupture. The patient had a considerably large tumor that was close to the liver capsule. Post mortem report not available at time of reporting.